Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was charging duration concern. Pt reported it had been taking longer, up to 1.5 hr, to charge in the last 3 weeks, pt guessed. This morning pt was charging and it said excellent but the charging level was not moving anywhere. It was staying on red for over an hour and never moved to yellow. Pt did not remember if the green light was blinking. Pt tried a reset because they had an issue before and had to reset (B)(4).pt said ins was totally out. Had pt use the equipment on the call. Pt confirmed the green light was blinking, it said recharging excellent. It moved to orange. Pt was concerned that this morning it was taking over an hour and stayed on red. Pt saw no damage. Instructed pt to keep charging. Called pt back in about 30 min. Pt said it moved to green, ins was on 30%. It was still saying excellent. Pt turned stimulation back on. Discussed charging duration. Asked if pt had any changes to their settings. Pt said not in the last several months. About 6 months ago they changed the algorithm and today the rep increased stim. Pt will keep monitoring and call back if still concerned. Troubleshooting resolved the reported issue. Patient reported their settings were reduced by the rep in the a group to cut back battery drainage. Patient reported issue is better. They have to charge 2 times a day and check frequently to turn it back on. Patient stated it goes off randomly.